Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6 )2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm a low transmitter battery but did confirm a permanent connection loss. The root cause of the permanent connection loss could not be determined. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.